Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated onsite by a baxter field service engineer. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. Baxter has received similar reports for the reported problem.

Manufacturer narrative:
(B)(4). Upon further review, it was discovered that the information in this file has already been reported. All pertinent information is contained in (B)(4), medical device report # 6000001-2011-34329.

Event description:
The facility reported a colleague infusion pump with a malfunction of damaged battery. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient/user involvement, injury or medical intervention. The user interface module software version of this pump is currently unknown. No additional information is available.